Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips, while outside of therapeutic use, the v60 unit had alarm message: proximal pressure auto-zero failed. Investigation is ongoing.

Manufacturer narrative:
There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips field service engineer (fse) that the device had a zero adjustment of the near end pressure sensor failure, and the switch is sensitive. The fse replaced the da board, and switch panel to resolve the issue. The device works as intended.